Event description:
It was reported that during a prostate procedure, the fiber tip broke after 102, 761j with 13 minutes of use. The procedure was completed with a second fiber. There was no patient information outcome reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber tip exhibited no signs of breaks/fractures. The metal cap was detached and not returned. The glass cap exhibited severe devitrification at output window. The fiber can independently rotated within outer flow tubing. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Due to the observed failure metal cap detachment, the overall investigation conclusion code for the complaint is design inadequate for purpose was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent metal cap detachment. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed metal cap detachment.

Event description:
It was reported that during a prostate procedure, the fiber tip broke after 102, 761j with 13 minutes of use. The procedure was completed with a second fiber. There was no patient information outcome reported.